Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced issues with bipolar energy. The customer reported they replaced the cables and instruments with no change and the port felt loose. They confirmed that this was an ongoing issue. The procedure was completed as planned with no reported injury.